Event description:
It was reported the patient presented with right ventricular lead that exhibited high defibrillation impedance. Programming changes were discussed, but no changes or interventions were reported. There were no patient consequences.